Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had cracks in his insulin pump, including one on the display screen. The customer stated the damage occurred when the insulin pump was dropped. The customer's blood glucose level was 146 mg/dl. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with no moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.